Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy of the 99% stenosed target lesion located in the severely calcified anterior tibial artery. A jupiter fc guidewire was advanced into the lesion, but the tip of this device got weakened. Another of the same guidewire was crossed through the lesion followed by advancing a 2mm x 40mm x 145cm coyote es balloon for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. Revascularization was also successful. No patient injury reported.